Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized via the emergency room (ER) for peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics (further details not reported) for peritonitis. At the time of this event, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.